Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that since this pump was implanted the pump had moved around. Per the patient, when they implanted it, they tried putting the pump in mesh, but it did not work. The patient mentioned having other medical issues that affected their body and would not allow them to have the pump implanted in the same spot when they have it replaced due to approaching eos (end of service). The patient stated that at refills they could not lay flat, they had to lay on their side during the refills because the pump moved around so much and that at their refill in august they were overdosed because the hcp (healthcare provider) kept breaking needles. Per the patient, they were supposed to get their replacement pump in march since eos was approaching but the hcp had not scheduled anything yet, so the patient was wondering what could be done. The patient was offered physician listings which were then sent to the patient.